Manufacturer narrative:
An event of small round thrombus on the device disk was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted. During the implant procedure, the patient's active clotting time (act) was above 250 and heparin was administered per standard protocol. A 45-day echocardiogram was performed on (B)(6) 2023 showed a small round thrombus on the device disk. The patient's international normalized ratio (inr) was read at 1.0. On the same say, the physician re-administered eliquis due to device related thrombus. The device remained implanted. The patient was reported as stable.